Manufacturer narrative:
E1: initial reporter details are unknown, g2: country of origin - japan. G4- please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog# c01a, 510k# k041584 and UDI# (B)(4). H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional via a manufacturer representative regarding a device used for lumbar laminoplasty. It was reported that the malfunction with the cement was, it could not be used due to premature hardening and with the syringe, an error was displayed on the ibt screen. Everything occurred outside the surgical field, the patient was not affected. There were no patient symptoms. There were no further complications reported regarding the event. Additional information was received that there was no malfunction with the mixer.